Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons leave shreds behind - vagina [foreign body in reproductive tract]. Tampon shreds [device breakage]. Case narrative: consumer reported via ratings & reviews that tampon left shreds behind during removal. No serious injury was reported.